Event description:
It was reported that a mayfield 2000 skull clamp had too much play in the rocker arm and the pts' head was not stable in the clamp. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.